Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:neither the device nor images were returned. Medical records were provided. The medical records allege that a g2 filter partially deployed, became dislodged and migrated to the right atrium. The medical records further allege that an attempt to remove the filter percutaneously was unsuccessful. A cardiopulmonary bypass was allegedly performed in order to remove the filter successfully. Based on the medical records, partial deployment, cephalad migration, and an unsuccessful retrieval attempt can be confirmed. Labeling review: the current IFU (instructions for use) states: - warnings: do not deploy the filter unless ivc has been properly measured. If large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guidewire and introducer sheath. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - precautions: do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the g2 filter. It is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were provided and reviewed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: patient involved in a high speed mva, sustaining multiple pelvic fractures, renal bleeding, multiple rib fractures, intra-abdominal bleeding, and a subarachnoid hemorrhage. The patient was resuscitated and received 10 units of blood during the transfusion. A vena cava filter was deployed for protection of pulmonary embolism due to the significant pelvic fractures sustained during mva. The physician stated that during deployment the filter was partially deployed, the filter became dislodged and migrated to the right atrium. No attempt was made to retrieve the filter at that time. A second vena cava filter was deployed inferior to the renal takeoffs following the initial filter deployment that migrated to the right atrium. The patient experienced some initial heart arrhythmias for a brief time; however, the heart arrhythmias subsided into a normal sinus rhythm, the patient remained hemodynamically stable. CT scan demonstrated a vena cava filter located within the right atrium. Lateral rib fractures identified at the right lung base. A tiny right pneumothorax was present. The right base chest tube was in place. Eight days post filter deployment an attempt to percutaneously retrieve the vena cava filter was unsuccessful. The physician stated the filter was in the tricuspid valve and could not be retrieved. Fourteen days post filter deployment a cardiopulmonary bypass was performed to remove the vena cava filter successfully. The physician stated the patient had preoperative mild to moderate tricuspid regurgitation, at the conclusion of the surgery the tricuspid regurgitation remain unchanged. There were no reported difficulties removing the filter. The patient was reportedly hemodynamically stable at the conclusion of the surgery. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter partially deployed and migrated to the right atrium. No attempt was made to retrieve the filter. Another vena cava filter was prepped and successfully deployed inferior to the renal takeoffs. Fourteen days post filter deployment a surgery was performed to remove the vena cava filter successfully. There were no reported difficulties removing the filter. The patient was reportedly hemodynamically stable at the conclusion of the surgery.